Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with deep brain stimulation leads, implanted in 2016, exhibited high impedances, almost 5000 ohms. The patient required magnetic resonance imaging (MRI), and the caller was unable to confirm the model number at the time of the call. The caller inquired about the possibility of proceeding with the MRI scan. The technical support specialist reviewed information from MRI labeling and the medical decision to proceed with the scan. No patient complications have been reported as a result of this event.